Event description:
Rapid power switching issues. He states that his controller power port #1 seems to have issues. Log files downloaded and sent to medtronic, per rn (clinical rep), controller, 8 batteries, and 2 ac adapters should be replaced under warranty today. Multiple pump stops noted. Equipment was previously lubricated as directed by medtronic however, patient presents with reports of continued power switching with associated pump reboots, as evidence by blank controller with no power alarms occurring. Due to these complaints, the following items have been replaced with a warranty replacement requested from medtronic. Equipment taken out of service: hvad battery, hvad system controller and hvad ac adapter serial or lot number: batteries: (B)(4), primary controller: (B)(4), ac adapters: (B)(4), replacement equipment supplied: hvad battery, hvad system controller and hvad ac adapter serial or lot number: primary controller: (B)(4), ac adapter 2.0: primary: (B)(4), secondary: (B)(4)., battery a: (B)(4), battery b: (B)(4), battery c: (B)(4), battery d: (B)(4), battery e: (B)(4), battery f: (B)(4), battery g: (B)(4), battery h: (B)(4). FDA safety report ID# (B)(4).